Manufacturer narrative:
The customer-reported issue of companion 2 not passing the system check was confirmed via review of the patient data file but was not able to be reproduced. During functional testing, the companion 2 driver passed all test steps. Additional testing in the form of multiple system checks was performed and the driver functioned as intended. There was no evidence of a device malfunction and the root cause of the customer-reported issue could not be determined. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because the issue was observed when the companion 2 driver was not supporting a patient. The companion 2 driver has been returned to syncardia for investigation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia authorized warehouse, reported that the companion 2 driver did not pass the system check out.